Event description:
Customer states that there was an urgent care visit for their high blood glucose levels. Customer's blood glucose values at time of urgent care visit was 408 mg/dl. Customer was wearing the pump at the time of urgent care visit. Customer stated that her health care professional increased her insulin. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.